Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for low out of range shock impedances. The shock impedance values were 0 ohms which suggests the patient was exposed to an electromagnetic interference field, but that could not be confirmed. This rv lead remains in service. No adverse patient effects were reported.